Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of lost sensor alarm, weak signal alarm and hospitalized high readings from the insulin pump. The customer's blood glucose reading was 273 mg/dl. The customer stated that she changed 4 sensors out in the last 6 days. The customer mentioned that there was a cal error and change sensor alarm. The customer stated that the alarm did not occur shortly after performing a "find lost sensor". The customer did not experience intermittent cal error alerts. The customer declined to troubleshoot for high blood glucose readings.